Event description:
It was reported to nova biomedical that a consumer rec'd a result of 398 mg/dl on their blood glucose meter. Two hrs later the consumer went to the hospital. While in the emergency room, her blood glucose reading on the hospital's unk brand meter was 120 mg/dl. No medical intervention was required. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed showing the test strips did not fall in range. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval, the test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.